Event description:
This report summarizes 2 malfunction events, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall and a bruise/contusion.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall and a bruise/contusion.